Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. Based on the results of the investigation, the customer description ¿image appeared to be reversed/backwards¿ was not reproduced. According to the device inspection results, a defect that might cause this phenomenon to occur was not observed in the device. Therefore, the probable cause was not identified. Additionally, the customer description ¿image has lines and is blurry¿ was reproduced as the phenomenon ¿blurry image¿, and a defective cable unit was observed. Therefore, it was determined that blurry image occurred due to a defect (such as disconnection) found inside the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head¿s image appeared to be reversed/backwards, had lines and poor image quality and was blurry. Once this issue was found, the camera head was immediately given to sterile processing, and a similar device was used to complete the procedure. There was no patient involvement. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a blurry image due to a bad cable unit. Additionally, the serial plate was faded and the unique device identification (UDI) was not able to be scanned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.